Event description:
A malfunction was reported by the customer, but there was no additional information on the impact on blood glucose. The pump, which experienced malfunctions twice on december 24, 2025, was set to be returned by the customer, and a replacement pump with a new serial number was provided. There is currently no more detailed information available about the outcome of the event.